Manufacturer narrative:
Device evaluation duplicated the reported complaint condition. The fluid level sensor was replaced but the issue still existed. After the sensor replacement, the field service engineer (fse) noticed an intermittent connection with the ribbon cable from the pcsa board. The cable was replaced and the issue was no longer duplicated. The console then passed the operational verification test. Further evaluation of the fluid level sensor removed from the console and found that it has raised edges, with the contact patch always near one edge. This is the root cause of the customer complaint.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. The report stated the console had been intermittently popping the vent valve throughout multiple cases. There were no patient complications reported as a result of the alleged issue. A field service engineer will evaluate the console at the user facility.